Event description:
The service report shows that while performing preventive maintenance on the unit, the customer reported an audio alarm failure to the nellcor puritan-bennett customer support engineer (npb cse). The cse replaced the audio alarm assembly and the power switch as a precautionary measure. The unit passed extended self testing. It is not verified that the audio alarm failed and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.